Manufacturer narrative:
Investigation summary bd received 4 photos for investigation which showed evidence of fibrin. A total of 100 retained samples from each batch number-5121196, 5157078, 4304811, 5202413, 51570051, 4330483, and 5265154-were visually inspected. No additive defects related to fibrin were found in these samples. Complaints for sample quality were not under statistical control for the month of december 2025, additional testing was performed. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, fibrin, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4304811, 4330483, 5121196, 5157005, 5157078, 5202413 and 5265154, for the indicated failure mode: sample quality (fibrin) via photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, fibrin strands were observed in the specimen of an unspecified number of devices. No adverse impact was reported regarding the patients or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, fibrin strands were observed in the specimen of an unspecified number of devices. No adverse impact was reported regarding the patients or user.